Event description:
A customer reported that the t:slim x2 pump battery would not charge, with a power source alert observed in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to use a known working outlet to charge the pump, which eventually charged to 100% and was functioning as intended.